Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation:in q1 2018, there were 1 instances of loss of prime failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 48 allegations of a malfunction, 46 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 48 malfunction events. A review of the events indicated that the one touch ping model pump experienced a loss of prime issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-79 years of age and between 43 and 260 pounds. Of the reported patients, 21 were male, 27 were female.